Event description:
A report was received that alleges that the trach tube became torn at placement. The trach is torn where it attaches to the ventilator. The ventilator alarmed immediately after placement of the trach. The trach was replaced and the patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.